Manufacturer narrative:
Patient ID not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. A medtronic representative reported that while testing instruments after the procedure. The drill used was suspected to have been bent, resulting in the imprecision. However, the drill was disposed and could not be tested for verification.

Event description:
A site representative reported that, while in a cervical spinal fusion, an imprecision of greater than three millimeters occurred, resulting in a breach of the vertebral body by a screw. It was reported that the hd image acquisition performed was used in the procedure and that there was no reference frame movement. The reported issue occurred on the first screw placement, which was subsequently revised. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.